Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance alert for high undefined impedance on the right ventricular (rv) lead. It may have been a false alert as it occurred prior to implant. The rv lead impedance is currently within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.